Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that post implant, the lead exhibited sensing thresholds of 0.2 mv and capture thresholds of 2.25 v due to dislodgement. The lead was successfully repositioned.